Event description:
On (B)(6) 2021, the customer provided a second case: sid: (B)(6). Initial estradiol result = 930 pg/ml which does not correlate with the patient¿s history. The customer reran the sample on another instrument and generated an estradiol result of 1400 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: sid : (B)(6) and sid: (B)(6) (2 different patient cases). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
On (B)(6) 2021, the customer provided a third case: sid (B)(6) = initial estradiol result = >1000 pg/mg, automatic dilution result = 2397, repeat dilution result = 3896 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) (sid of third patient case). B5 - describe event or problem: additional patient case received on 22sep2021: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely depressed alinity I estradiol result for a patient while running on the alinity I processing module. The following data was provided: on (B)(6) 2021 at 9:37am sid (B)(6): initial result: 931.405 pg/ml, repeat results on another alinity analyzer ((B)(6)) at 11:56 am: undiluted result: > 1000 pg/ml, automatic dilution result: > 5000 pg/ml, manual diluted result = 5406 pg/ml. Other laboratory testing: on (B)(6) 2021 at 9:37 am sid (B)(6): lh: 0.487 iu/l, progesterone: 1.461 ng/ml / repeat testing. On same tube at 11:56 am ((B)(6)): lh: 0.46 iu/l, progesterone: 1.64 ng/ml. Additional information received (B)(6) 2021, the customer reran the sample on original analyzer ((B)(6)). The initial result generated >1000 pg/ml and when performed the automatic dilution generated a result of > 5000 pg/ml (raw result: 5017.19 pg/ml). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely depressed alinity I estradiol results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. No elevated complaint activity identified for lot 28049ud00. Trending was reviewed and did not identify any trends for the product for the issue. Accuracy testing was completed using an in-house retained kit of the complaint lot 28049ud00. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing acceptably. Device history record was reviewed and did not identify any non-conformances or deviations. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I estradiol reagent lot 28049ud00 was identified. G1 all manufacturers: g1 - contact information has been updated to included new contact name, email, address, phone number, and fax number.